Manufacturer narrative:
During processing of this complaint qa attempted to obtain complete info of the event and pt status from the hosp, distributor or field contact as appropriate. The results of co's analysis could not confirm the reported product issue. Measurements of the internal diameter were found to be within specification. Catheter movement was tested with the seal of the valve tightened, similar to conditions found in the cardiac catheterization laboratory. Catheter movement was acceptable. Quality engineering concluded that the testing indicated that the silicone seal did effect the movement of the stent through the rotating hemostatic valve. A health risk assessment regarding this event was performed indicating low risk to the pt. Quality engineering has changed the silicone to microglide coating to prevent any type of resistance. Quality assurance will monitor the device for this type of complaint. This MDR is considered closed by the quality assurance department.

Event description:
During two separate stent procedures, resistance was felt when passing the stent device through the rotating hemostatic valves (rhv) causing the loss of the stents. It is unk if the stent was lost invivo or outside the body. Multiple attempts were made to gather info but have been unsuccessful. No other details of the incident are available at this time.